Event description:
The customer reported she was hospitalized with high blood glucose of 685 mg/dl. Her symptoms were nausea and pain. The customer was wearing the insulin pump at the time she visited urgent care. The patient was treated with intravenous insulin and a syringe. During troubleshooting with the customer's insulin pump, the drive support cap appeared normal. No air was found in the tubing, which insulin exited during a manual prime. No leaks were found. The high pressure test failed twice. The customer was advised to revert to a back-up treatment plan. No anomalies were found with the customer's infusion set. Nothing further was reported.